Manufacturer narrative:
The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual inspection revealed that the header material and the antenna silicon were cut. The ipg passed communication testing with the patient programmer. The eon passed auto testing, and lead retention testing. The device did fail saline testing. The damaged antenna led to over stimulation. Conclusion: the claim regarding shocks at the ipg pocket were confirmed. The claim regarding lead pull was not confirmed, the ipg passed lead pull testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient felt shocks at the ipg pocket. The lead pulled out of the ipg header. The device was explanted and replaced with an eon mini ipg.